Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the stent was only partially deployed. They were unable to recross, and the pt went to surgery. Pt status is listed as "oaky".